Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc freestyle libre 2 sensor. Customer reported receiving unspecified readings on the sensor scan that were "incorrect". Reading of 2.9 mmol/l obtained on an unspecified device was compared to a reading of 29.8 mmol/l obtained on an unspecified device. Customer further reported that due to the readings issue he "tipped over" and ambulance was called. No further information was provided. There was no report of death or permanent impairment associated with this event.